Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00001, 0002648920-2019-00002, 0002648920-2019-00003, and 0002648920-2019-00004. Concomitant medical products: femur cemented posterior stabilized (ps) standard left size 8 catalog#: 42500606401 lot#: 62440397, articular surface fixed bearing posterior stabilized (ps) left 13 mm height catalog#: 42511400713 lot#: 62388801, all poly patella cemented 35 mm diameter catalog#: 42540000035 lot#: 62467034. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient is experiencing pain. No revision procedure has been reported.

Event description:
It was reported that the patient underwent left knee arthroplasty. Subsequently, about eleven months later, the patient reported lateral epicondyle pain bilaterally, and increase pain with stairs 9/10. Physical therapy was ordered for treatment. Subject also reported they bumped their left knee which caused them pain, but this was after the initial complaint of bilateral epicondyle pain. Remains implanted and in clinical study.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of crf record. Crf review confirmed the patient experienced bilateral epicondyle pain on follow up visit. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.